Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument moved in the opposite direction of what the surgeon intended. The procedure was completed with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the high resolution stereo viewer attempting to manipulate instruments. The instrument did not have an inability to move. The customer stated that the instrument moved in the opposite direction of the desired direction. The timing of the instrument was appropriate with no shakiness observed. There was no instrument to instrument interference and no external collisions. The issue was intermittent. There was no injury to the patient. The instrument was inspected prior to use, and nothing was out of the ordinary. There are no photos or videos for isi to review.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.